Event description:
The customer biomedical engineer (biomed) reported their philips intellibue information center (piic) cannot go to epic and freezes. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.